Event description:
A male underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. Over time due to the pt having a very angulated and conical neck and the sac increasing, the flex main body migrated. The pressure was also increased by cardiomems. The physician placed a renu cuff and the pt is doing well.

Manufacturer narrative:
Event eval - still under investigation.